Event description:
It was reported the patient came to the hospital after an alert sounded, with short vt intervals and low impedance, < 200 ohms. The physician saw a twiddler syndrome. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: outer insulation torn; the analyst noted that the torn insulation from twiddling exposed the distal conductor and this most likely caused the low impedance; full lead returned and analyzed.